Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2218500 model: sc-2218-50 serial: (B)(6) batch: 7138557.

Event description:
It was reported that on latest programming, the patient was getting mostly right sided coverage. The patient underwent a revision procedure wherein the leads were moved to get an improved left sided coverage. The patient was doing well postoperatively.